Event description:
Over the last 3 months, they had 3 hemoperitoneum with the last occurrence last friday (B)(6) 2026. Rep has asked for date for previous incidents. Needles involved: k-osn-1730-b-90. Pump: k-mar-5200. This (B)(4): 2 events of hemoperitoneum. Unknown dates of events, between (B)(6) 2026 and (B)(6) 2026 (reported to manufacturer on 14apr 2026 as being 'in the past 3 months') k-osn-1730-b-90 needles of unknown lot numbers that were used with cook medical k-mar-5200 pump. See (B)(4) for: hemoperitoneum occurred (B)(6) 2026: k-osn-1730-b-90 needle of unknown lot number that was used with cook medical k-mar-5200 pump.